Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the recharger screen was black with a repeating single tone beep. The event occurred after jumpstarting the ins. It was reviewed how to reset the recharger and that resolved the blank screen, however it appeared the patient's ins may have dropped back into an over discharged state. During the call the patient was unable to connect programmer or recharger to ins with poor communication and reposition antenna screens. Patient attempted to jumpstart and said he was unable to. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.